Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the a/w channel, a/w cylinder¿" malfunction would likely be related to the reprocessing that was not completed due to occurrence of leakage from the plug unit. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the device evaluation also found the following: the air/water cylinder had no color. The scope cylinder had no color. Due to the looseness of parts on the plug unit, water tightness was lost. Due to the burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The light guide bundle had a breakage. The connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was leaking. The device was returned for evaluation. During the device evaluation, foreign materials were found in the air/water tube and the air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.